Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. On (B)(6) 2018 the customer had a high inr result of 5.2 inr. The customer was scheduled to have cataract surgery on (B)(6) 2018. Sometime after (B)(6) 2018 the customer got a result of 4.8 inr and held her warfarin dose. Sometime afterwards, on an unknown date, the customer got a result of 1.2 inr. The customer has not had her scheduled cataract surgery due to the erratic results. There is no information to suggest an adverse event occurred due to this delay in a scheduled surgery. On (B)(6) 2018 the customer tested on the meter at 3:03 p.m. With a result of 1.4 inr. The customer went to the laboratory where the result at 5:30 p.m. Was 2.0 inr. No treatment was required. The customer is feeling ok. On (B)(6) 2018 at 10:18 p.m. The customer had a result of 1.5 inr. On (B)(6) 2018 at 11:53 a.m. The customer had a result of 1.5 inr. On (B)(6) 2018 at 9:31 a.m. The customer had a result of 1.6 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is anemic. She doesn't know her current hct. The customer is not taking heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer's warfarin dose has been changing. She held it on (B)(6) 2018, then took 2.5 mg, and then went back to her normal dose of 10 mg. The customer had been using three types of eye drops prior to her scheduled cataract surgery; she knew that one was a steroid and one was an antibiotic. The customer is on a low oxalate diet due to kidney stones. The customer has no new illnesses and is not experiencing any bleeding. The customer has a bruise on her leg and a bruise on her arm from the blood draw for the laboratory. No medical treatment was necessary for the bruising. The meter and test strips were requested for investigation, however, the customer does not have any of the test strips to return. Retention test strips (lot 286320) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.